Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents as enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt was seen during a normal f/u in backup vvi. The pt had two surgeries since being checked last time, and the rep suspected that this could be a cause of the reset. A device image was saved and sent to the tse, as was the backup vvi report. The tse determined that the device could safely be restored. A firmware download was attempted and twice said that it lost connection with the device, forcing the rep to restart the download. The third attempt was successful, and the device was restored normally. The tse recommended thorough testing of the implanted system, and the pt will be monitored normally.